Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the navien intracranial support catheter was returned for analysis. No damages or irregularities were found with the navien catheter hub. Dried blood was found within the hub. The entire surface of the navien catheter body was examined under magnification. The catheter body was found to be kinked from the proximal end. The catheter tip was found slightly crushed, however, the marker coil was found undamaged. The navien was then flushed and water was observed exiting the tip only and no leak was found. The catheter was pressurized with water and no leak was found. No other anomalies were observed. Based on the returned catheter and reported information, the customer¿s report of ¿catheter leak¿ was not confirmed as no rupture or leak was found with the entire catheter length. The catheter was found kinked and the tip was found slightly crushed. As customer reported that the leak occurred during in vitro hydration, it is possible the device was damaged during removal from packaging, during hydration, or during handling/return shipping to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the navien catheter leaked in vitro. The patient was undergoing surgery for thrombectomy with an access vessel diameter of 8mm. It was noted the patient's vessel tortuosity was normal. It was reported that during the procedure, the navien catheter leaked during in vitro hydration. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.